Event description:
It was reported by the customer that they received a failed battery test alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. No button response due to corroded keypad traces. Failed battery test alarm due to corroded battery cap contact.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).